Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed for the reported connection issue. It was also reported that the patient reconnected a disconnected solution bag to continue therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag disconnected from the supply line of a homechoice cassette. This occurred during setup for peritoneal dialysis therapy. The patient did not notice anything unusual with the connection prior to the disconnection. Following the disconnection, the patient reconnected the bag and resumed setup. The patient then proceeded into drain one of two with this setup. The technical service representative explained that the setup had been compromised and assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.